Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio then replaced the main keypad assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was placed back into inventory for use. Physio-control has determined that the cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
Physio-control was testing a loaner device from its inventory when it was observed that it had logged an event code in its memory that is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Event description:
Physio-control was testing a loaner device from its inventory when it was observed that it had logged an event code in its memory that is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number (B)(4) is relevant to the reported issue.